Event description:
Info received indicates the head section is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to the head down valve stem not fully seating. He removed, cleaned and reseated the valve to repair the bed.